Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation, since the device was manufactured over five years ago, the most likely cause of the identified issues is that the parts and video cable connectors of the dp board failed due to a incidental failure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the connector was failed. The user replaced the subject device to another device and completed the procedure. Olympus china checked the subject device and found that the reported phenomenon was duplicated and the endoscopic image of the subject device was not displayed. Also the electrical circuit boards had failure. There was no report of patient injury associated with the event.